Event description:
Arthritis. On 8/2001 the pt came to the hospital for pain of both knees. The intra-articular injection into the left knee was started in frequency of twice monthly for diagnosis of osteoarthrosis of both knees (the right knee: mild). On 1/2002 the intra-articular injection was performed to the left knee as before. The following month, pain of the left knee was aggravated and retention of synovial fluid was observed. 2 days later the pt was admitted to the hospital for walking difficulty. Inflammation was suspected in tests and the clinical course is now under observation. 5 days later the symptom was mitigated and the pt is scheduled to be discharged. The reporting doctor was negative in admitting infection from laboratory data.